Event description:
It was reported that a novum iq large volume pump over-infused. A cardene infusion in the cardiovascular intensive care unit (cvicu) was prescribed to infuse over 2.5 hours; however, the bag was noted to be emptied in 30 minutes. The patient¿s blood pressure dropped (hypotension). At the time of this report the patient was indicated to be stable. No further information was available at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h11. H11: the event history log was reviewed and revealed an infusion of nicardipine was programmed on (B)(6) 2025, however additional parameters of the infusion were not reported. The device was not in standby for an extended period of time prior to start of infusion. This infusion continued into 14-feb-25 on reported event date and a single air-in-line was revealed. A secondary infusion was not revealed. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.